Manufacturer narrative:
Additional device evaluation: an additional seven devices were received and evaluated for the device fell off complaint. All device functions were tested, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted multiple times to contact the vgo user. There was no return contact. The patient had called into vcc with complaints of devices falling off. He had one complaint of a needle coming loose and poking him. He also complained of developing a rash where the device was, for which he went to see a dermatologist. There is limited detailed information provided. The patient developed a skin reaction to the adhesive. He sought treatment from a dermatologist. This is not a severe adverse reaction; the device uses medical grade hypoallergenic adhesive however some people may develop a reaction. It is not known how his glucose was affected when his device fell off. It is not known how he prepped the skin or where he wears it. This is not a serious adverse event. There is not enough information, but it is possible the device contributed. Device evaluation: nine devices were received and evaluated for the device fell off event. All devices were evaluated, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that their last box of v-go's are completely falling off and he had to stop using them. The patient reported that one of the devices had the needle stick/scratch him before falling off. The patient reported nine devices fell off, however the exact event dates for each were not reported. The patient reported getting an awful rash on arm and stomach area which crusted over. The patient reported he will go see a dermatologist. The devices were reported to be available for return to the manufacturer for evaluation.